Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient date of birth is unknown). According to the complainant, no alarm or error messages occurred during the procedure. The physician observed fluid on the raytec gauze, at six minutes into the procedure. A burn was reported to occur inside the vagina on the labia. The physician applied silvadene cream and estrogen as treatment to the burn. Additional follow up information from the physician confirmed that no alarm or error messages occurred during the procedure. No cervical leak was observed. However, the raytec gauze was noted to be wet. The physician confirmed the location of the burn at the seven o'clock position at the vaginal introitus. The burn was 3 cm x 1 cm in size and first degree in severity. Premarin cream was applied to the burn in addition to silvadene cream and estrogen. There were no further complications reported with this event. The condition of the patient is reported to be doing "well."

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.